Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis and bloodstream bacteremia was noted. There were no additional adverse patient effects reported. The crt-d was explanted.